Event description:
It was reported that this device was explanted and replaced due to battery depletion. Reportedly, the patient suffered from exit-block on the left ventricular lead, which was documented by the physician, therefore outputs had been high at, 7.5v/2.0ms. During the operation, measurements of the right ventricular lead were normal, however measurement of the lv continued to exhibit exit-block at 7.5v/2.0ms. For this reason, the physician decided to program the new device to rv function, only. The device was later returned to assess the rate of battery depletion when knowingly, high outputs could have been impacting the battery's performance. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
A final report will be submitted following return and completion of laboratory analysis.

Event description:
It was reported that this device was explanted and replaced due to battery depletion. Reportedly, the patient suffered from exit-block on the left ventricular lead, which was documented by the physician, therefore outputs had been high at, 7.5v/2.0ms. During the operation, measurements of the right ventricular lead were normal, however measurement of the lv continued to exhibit exit-block at 7.5v/2.0ms. For this reason, the physician decided to program the new device to rv function, only. The device is intended to be returned to assess the rate of battery depletion when knowingly, high outputs could have been impacting the battery's performance. No resulting adverse patient effects were reported.